Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient has reported experiencing pain starting approximately 8 months post-implantation. Patient also reports experiencing weakness. No revision has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Device remains implanted.

Event description:
Patient has reported experiencing pain starting approximately 8 months post-implantation. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient has reported experiencing left hip pain approximately four months post-implantation. Patient reported experiencing continued severe pain and weakness approximately twenty-nine months post-implantation. No revision has been reported to date. This report is based on allegations set forth in patient&#38112;complaint, and the allegations contained therein are unverified.